Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up with the site to retrieve further information regarding this event.

Event description:
Manufacturer received information through device tracking department. Reportedly, on (B)(6) 2025, a perceval plus valve, pvf-m, was implanted and explanted intra-operatively due to unknown reason. No information regarding any allegation of a device dysfunction or patient injury has yet been received from the site of at this time.